Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump on their own before the call but required assistance from technical support to turn it back on. Technical support guided the caller to successfully resume using the pump and advised them to call back if the malfunction code reappears. The customer acknowledged and understood the instructions.